Event description:
It was reported that during the cutting phase and burring post holes, the rpm of the anspach drill did not get past 30-40k. The anspach drill was switched to manual mode and the bur had slightly more power which allows the doctor to get through the rest of the post holes. The anspach drill was tested before and after the case, and the rpm reach the 80k.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and it was reported that the drill was not spinning at full rpm (80k). The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill and foot pedal usage and bur control. We could not confirm if there was a relationship established between the reported event and the device. The device was returned for investigation. The serial number of the returned drill was reviewed and it was found that this drill was not purchased by s&n robotics (blue belt) but rather it was another company's drill of the exact same make and model. This was verified by contacting the OEM (anspach) and having them verify that the purchase of this serial numbered drill was by another one of their customers. Therefore, the drill was not evaluated as it was not our product. Root cause was established to be undetermined after investigation.g.